Event description:
Information received regarding the device notes that during a routine evaluation, the device exhibited a high battery current drain. Initial interrogation showed the battery draining at a rate of 42-43 ua when historically iit had a current drainage of 16-19 ua. An unsuccessful attempt was made to reduce the battery current by downloading the micro- proce ssor. Since the patient is pacemaker dependent, the physician elected to replace the device.